Event description:
It was reported that this implantable pacemaker suddenly stopped working after a recent check-up. The pacemaker failed and the patient was admitted to the emergency hospital. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.